Manufacturer narrative:
The sample was returned to davol for evaluation. The visual evaluation noted one hole on the eptfe, not two as was reported, also noted in the area of the hole was what appeared to be pinch marks. A review of the manufacturing process concludes that there is no tooling used in the manufacturing process that could have caused the hole and pinch marks that were observed on the sample. Further it is not likely that the damage as was found on the returned sample would go undetected. A review of the manufacturing records shows that the lot was manufacturing to specification with no anomalies notes. A review of our complaint database shows to date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Based on the evaluation the condition of the sample cannot be concluded as being manufacturing related, and may have been damaged during placement. A definitive root cause has not been determined. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it is alleged that while placing a bard ventralex hernia patch for repair of an umbilical hernia, the surgeon noted 2 small holes in the patch. The damage to the device was noted only after it was introduced into the body. It is reported that the surgeon did not pre-suture the patch. Another bard ventralex hernia patch was available and used to complete the case without further issue.